Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found one broken and missing snap from the electrode jaw. The reported condition was not confirmed. The returned disposable electrodes were assembled on a set of forceps. The device's electrical resistance was measured and found to be within specification. The device was plugged into a generator and was successfully recognized. The device was activated ten times simulated tissue. No alarms were generated and an end tone was heard at the end of each activation indicating a completed seal. An additional failure was found during the investigation; one of the snaps was found to be broken and missing. The additional findings did not contribute to the reported condition. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during oophorectomy, re-grasp alarm was heard frequently. A new device was used to complete the procedure. There was no patient harm. Initial investigation found that during visual inspection found one broken and missing snap from the electrode jaw. Nothing fell into patient's cavity.